Event description:
It was reported that a girl was receiving parenteral fluid with the device in the infusion line. A nurse noted that air bubbles were present in the tubing downstream of the device and perceived a risk of air embolism to the pt. The user reported that examination of the device in use, and comparison with other units of the device that had been received, suggested that the involved device may have been assembled the wrong way round in the set by the MFR. No permanent adverse effects on the pt were reported.

Manufacturer narrative:
Device eval begun, but not yet completed.

Manufacturer narrative:
The reported deviation was confirmed. The inverted assembly of the housing in the tubing set was attributed to manufacturing operator error. As CAPA an enhanced orientation check will be implemented. At the time of the manufacture of the involved device, orientation within the set was visually checked at the bagging stage as the components are physically touched to verify presence. Photo standards were provided. The orientation check to be enhanced is as follows: the set is to be physically placed alongside the photo standard in order to clearly check orientation of the filter. This will increase the probability of finding a defect and also enable supervision to ensure operators are performing this check summary: the reported deviation was confirmed. A CAPA is to be implemented. Unless substantially significant information becomes available, this constitutes a final report.